Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the stapler reload or instrument associated with this complaint for failure analysis investigations. At this time, the cause of the reported event is unknown. If additional information is received, a follow-up MDR will be submitted. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found the following: the logs show a sureform 60 stapler instrument was installed on universal surgical manipulator (usm) #1 six times and fired six reloads (2 blue, followed by 4 white). This instrument had no incomplete clamps, incomplete unclamps, or firing failures. On the first and last installs, two completed clamps were completed before the firing. All firings had one pause for compression, except for install 2, which had no pauses for compression. Specifically, a white reload was used on the second to last install (install 5), and firing was completed after around 20 seconds. The max torque recorded on this install was similar to all other firing torque levels for this procedure. There were no stapler-related errors in the logs. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, gastric tissue was stuck to a white sureform 60 reload after the stapler reload was fired. As a result, the patient experienced mild bleeding from the staple line. The bleeding was cauterized.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, tissue was stuck to a white sureform 60 reload after the stapler reload was fired with a sureform 60 stapler instrument. The stapler instrument allegedly did not cut through tissue and caused more bleeding then normal. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr stated she was present during the procedure and discussed the event with the surgeon after as well. During the second to last fire, while the surgeon fired on gastric tissue with a white sureform 60 reload, there was no issue with the firing sequence. However, when the surgeon unclamped the stapler instrument, a little bit of gastric tissue was stuck to the tip of the stapler reload. The surgeon was able to manipulate the tissue without having to cut. A minimal amount of oozing was present, and the surgeon addressed the minor ooze with bipolar energy. The csr confirmed that there were no system generated messages, buttress material usage, or video recording available. The surgeon said he used the white reload on gastric tissue to avoid buttress material usage and oozing. The patient is reported to be recovering with no issues.